Event description:
A manufacturer representative (rep) reported that while trying to get coverage in the patient's back, they tried several programming options including increasing pulse width, but everything would result in stimulation in the wrong location. The manufacturer representative stated that earlier they were able to get back coverage, but not at the time of the call. No falls or traumas that were related to the issue were reported. Impedance tests were ran and all values were within normal range. It was noted that the patient had a staph infection in their knee, unrelated to the device or therapy, and had been doing physical therapy for their knee since then. It was reported that the patient's implantable neurostimulator (ins) got caught on a ladder chair in between two rungs. The manufacturer representative stated that they had already tried putting cathodes at the top of the leads with anodes below to drive stimulation up, and didn''t have any other programming ideas. It was noted that the staph infection occurred about a month prior to the date of this report, and stimulation may have changed after that but they weren't sure. It was recommended that the manufacturer representative obtain x-rays and compare the leads at the time of implant as they may have possibly migrated due to physical therapy or the ins getting caught. Additional information received reported that the exact when the patient started experiencing stimulation in the wrong location was unknown per the patient. There was no exact date when the patient got their battery caught in the ladder chair. The rep was unable to determine why stimulation had changed. The issue had not been resolved as of now. It was reported that they would contact the patient and meet with them to adjust coverage. Indications for use are spinal pain and chronic low back pain.

Event description:
Additional information received from the manufacturer representative (rep) reported that attempting to adjust coverage didn't resolve the issue. It was noted they had no further information at this time as the doctor wanted the patient to get an x-ray.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.